Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 met specifications for optical properties. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The tactisys log files were analyzed and indicated that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred during ablation. During ablation, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. The procedure was terminated, the patient was offered first aid (nacl - administered) and transferred to the intensive care unit in a stable condition. There were no performance issues with any abbott devices.